Event description:
The pt reportedly is unable to hear while using the sound processor. In 2004, the pt reportedly was seen at the center. Testing performed revealed out of range electrode impedance measurements on all electrodes. The pt reported that their implant ear had been bleeding (date not given). The pt was seen by the surgeon for eval. The surgeon observed that the electrode array of the pt's cii device was outside the cochlea.